Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the med application was not running, which initially triggered a data synchronization error alert. A technical support specialist (tss) identified a data synchronization error alert and confirmed that the med application was down. The tss refreshed the station, after which the med application and its services began running normally. No further errors were found in the data synchronization log. The system functioned as intended after the technical support specialist troubleshot the device. Knowledge article: es application will not start - fatal exception c0000005 exception_access_violation.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station server was down. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this event.